Event description:
It was reported the subject camera head device was plugged in and would not work at all. The issue occurred during the preparation/prior to sedation for a diagnostic shoulder arthroscopy. The procedure was completed with another similar device. There was no reported harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the final investigation results. A device evaluation was performed and the customer's allegation was confirmed. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause; however, cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the malfunction is likely cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject camera head device was plugged in and would not work at all. The issue occurred during the preparation/prior to sedation for a diagnostic shoulder arthroscopy. The procedure was completed with another similar device. There was no reported harm or injury.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.